Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore on their back. The medical staff at the rehabilitation center was treating the sore with a bandage. The sore was reportedly getting better.